Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in a cystoscopy/right ureteroscopy and, pyloroscopy with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a basket wire broke off inside the patient while attempting to remove a stone. It was reported that the stones encountered in the procedure were big. The broken wire was retrieved using another retrieval basket. A third retrieval basket was used to try and complete the case but the procedure was ultimately completed with a fourth retrieval basket. It was reported that there were a total of four baskets used in the procedure, two were of the same kind, and two were different baskets, however it was reported that only one zero tip basket had the wire break off during the case. There was no serious injury nor adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in a cystoscopy/right ureteroscopy and, pyloroscopy with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a basket wire broke off inside the patient while attempting to remove a stone. It was reported that the stones encountered in the procedure were big. The broken wire was retrieved using another retrieval basket. A third retrieval basket was used to try and complete the case but the procedure was ultimately completed with a fourth retrieval basket. It was reported that there were a total of four baskets used in the procedure, two were of the same kind, and two were different baskets, however it was reported that only one zero tip basket had the wire break off during the case. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned zero tip basket found the distal section of the basket assembly has separated from the rest of the device. After the device was disassembled it was observed that the distal section of the device (basket wire legs) was detached/separated from splice cannula and pull wire/mandrel. The splice cannula has the crimp marks which indicates that the device was properly crimped during manufacturing. It is most likely that the device could have been excessively manipulated since the failure found (basket wire legs detached/separated from splice cannula and pull wire/mandrel), is an issue that could have been generated during the manipulation of the device by the user, typically due to excess of force applied to the product. During its manufacturing process the product is inspected for functionality and integrity, however there is no control in how the units are handled at the field. Therefore, it was concluded that the investigation conclusion code of this event is "cause traced to component failure" since the failure was an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) confirmed that the accepted device met all manufacturing specifications.